Event description:
The customer alleges back to back results of 400 and 130 mg/dl on her meter. No report of an adverse event based upon the suspect result. Controls were not run. Return requested and replacement was sent.